Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator shutdown while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The facility performs own service and has not reported back of any replaced parts. The ventilator's logs were however sent for evaluation. The logs contain 3 panel disconnect alarms and one shutdown on the most probable date of event which correspond to the reported issue. The shutdown was not preceded by a normal setting of the ventilator into the standby mode but it was done by using the on/off switch. It was logged as a normal shutdown by the user with no technical error indicating that there was no fault with the on/off switch. The panel disconnected alarm indicates a communication failure between the user interface and the patient unit. It will lead to a loss of displayed information on the user interface but will not lead to stop of ventilation. The user interface will blank out but ventilation continues unabated with the set parameters prior to the alarm. The logs show that after the occurrence the panel disconnect alarms, there are no other alarms that indicate that ventilation stopped. The conclusion in the matter is that there was no stop of ventilation but only blanking out of the screen due to a communication failure between the user interface and the patient unit. The blanking out of the screen is what was perceived as the ventilator shutting down while on a patient. The true cause of the alarms has not been determined. The facility performs own service and has not reported back.

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).